Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. One tprlc 133 t1 pps ho 9x137mm item# 51-104090 lot# 6732236 was returned and evaluated. Upon visual inspection there is no visible damage to the device. Height of the device was checked using calipers and found within conformance to the print. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total hip arthroplasty when surgeon went to implant the 9mm stem it sat up 1cm proud. Surgeon implanted an 8mm after broaching to an 11. Attempts have been made and no further information has been provided.